Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient's reported transplant, as well as a direct relationship to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the patient outcome. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted. The transplant was not considered to be device or therapy related.